Manufacturer narrative:
H10: the unit was not in clinical use at the time of the event. The customer problem was confirmed. The customer replaced the power supply board. The unit was returned to service, no other abnormalities were reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
It was reported the unit automatically shut off. There was no patient involvement.